Event description:
The hospital representative reported an infusion pump with an 808:08 failure code which was observed during biomed testing. The hospital representative stated to baxter customer service that they have no record of any patient incident involving the pump since the last baxter service event.